Manufacturer narrative:
Event occurred on an unknown date in 2021. This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021 during the procedure, one (1) unknown screwdriver, one (1) viper prime handle, and one (1) prime stylet depth adjustor were unable to be disassembled. There was no patient consequence. There was no surgical delay. The procedure was successfully completed by using another screwdriver in the set. This report is for one (1) unknown screwdrivers. This is report 1 of 3 for (B)(4).